Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that during and after surgery, the patient experienced injury, malfunctioning device, and life-threatening injuries. Post-operative patient treatment included surgeries to correct injuries and extended hospitalization.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b2 (added disability), b3, b5, d1, d4, d6a, d8, g4 (PMA / 510(k)), h5, h6 (patient and device codes), h8. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment laparoscopic low anterior resection with colevesicular fistula takedown secondary to diverticulitis. It was reported that during and after surgery, the p atient experienced failed to properly deploy staples to form a long lasting connection, negative impact on daily life, defective device, tissue not properly connected, anastomotic leak, abdominal distention, stopped tolerating his diet, sepsis, tachycardia, hypote nsion, abdominal free air, abscess, feculent fluid in cavity, staple line completely disrupted, complete blowout of the rectal stump, deep vein thrombosis, adhesions, scarring, ventral hernia, discomfort, tenderness, redness at incision site, abdominal wall cellul itis, infected hematoma, e coli, enterococcus, klebsiella, disrupted sleep, open wound, decreased quality of life, digestive/gastrointestinal issues, lack in abdominal strength, emotional distress, complete disruption of anastomosis, loss of enjoyment of life, pain, suffering, mental anguish, fear, mental pain, disfigurement, disability, injury, malfunctioning device, and life-threatening inju ries. Post-operative patient treatment included additional surgeries, extensive medical care, CT scan, exploratory laparotomy, evacuation of air, closure of rectal stump, placement of jp drain, abdominal washout, diverting descending colostomy, pressure support, ivc filter placed, blood thinners, colostomy bag, colostomy takedown, lysis of adhesions, repair of hernia, ICU recovery, wound expressed and packed, IV antibiotics, placement of wound vac, antibiotics, daily nurse care, laxatives, stool softeners, surgeries to correct injuries and extended hospitalization.

Manufacturer narrative:
Additional info: d4 (model #, UDI), g4 (PMA / 510(k)) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment laparoscopic low anterior resection with colevesicular fistula takedown secondary to diverticulitis. It was reported that during and after surgery, the p atient experienced stapler failed to properly deploy staples to form a long lasting connection, negative impact on daily life, defective device, tissue not properly connected, anastomotic leak, abdominal distention, stopped tolerating his diet, sepsis, tachycardia, hypotension, abdominal free air, abscess, feculent fluid in cavity, staple line completely disrupted, complete blowout of the rectal stump, deep vein thrombosis, adhesions, scarring, ventral hernia, discomfort, tenderness, redness at incision site, abdominal wall cellulitis, infected hematoma, e coli, enterococcus, klebsiella, enterococcus faecium, enterococcus faecalis, disrupted sleep, open wound, decreased quality of life, digestive/gastrointestinal issues, lack in abdominal strength, distention, gram positive cocci blood test, bilateral pleural effusions, atelectasis, enteritis, pulmonary vascular congestion, shallow lung volumes, fibrosis, inflammation, hemorrhage, hypertrophic muscularis propria, gas within the bladder, abnormal blood tests, leg pain, swelling, postop anorexia, delayed return of bowel function, abdominal pain, respiratory distress, hypotension, pulmonary embolus, hemodynamic instability, hypomagnesemia, septic shock, fecal peritonitis, ileus, heme stable anemia, urinary retention, fluid collection, redness, leukocytosis, itching, infection, emotional distress, complete disruption of anastomosis, loss of enjoyment of life, pain, suffering, mental anguish, fear, mental pain, disfigurement, disability, injury, malfunctioning device, and life-threatening injuries. Post-operative patient treatment included additional surgeries, medications, npo (nothing by mouth), nasogastric tube, IV fluids, nrb (nonrebreather oxygen delivery system), replacement of magnesium sulfate, cvc (central venous catheter) line, PICC line placement, tpn, physical therapy, occupational therapy, home healthcare, tapp block, placement of stent, catheterization, retrievable infrarenal ivc filter placement, extensive medical care, CT scan, x-ray, incision and drainage, venous ultrasound, exploratory laparotomy, evacuation of air, closure of rectal stump, placement of jp drain, abdominal washout, diverting descending colostomy, pressure support, ivc filter placed, blood thinners, colostomy bag, colostomy takedown, lysis of adhesions, repair of hernia, ICU recovery, wound expressed and packed, IV antibiotics, placement of wound vac, antibiotics, daily nurse care, laxatives, stool softeners, surgeries to correct injuries and extended hospitalization.

Manufacturer narrative:
Additional info: a1, a2, a3, a4, a5a, a5b, b5, b6, b7, h6 (patient codes, health impact codes, e2402: stopped tolerating diet, abdominal free air, feculent fluid in cavity, digestive/gi issues, atelectasis, enteritis, pulmonary vascular congestion, shallow lung volumes, ileus, leukocytosis, hypertrophic muscularis propria, gas within the bladder, abnormal blood tests, postop anorexia, delayed return of bowel function, hemodynamic instability, hypomagnesemia) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.